Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture, inside a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection and functional verification found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date rec¿d by MFR: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -7.0/1.0/95 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to refractive surprise. This explant resolved the problem, the reporter stated " the patient has recovered his preoperative vision and no decision has been made to operate again." Cause of the event was reporter as unknown.